Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Had a brush head break off in mouth, there was a lot of play in the head [device breakage]; no adverse event [no adverse event]. Case description: a consumer, age and gender unspecified, reported via e-mail on 18-oct-2016 that he or she purchased two packs of oral-b brushheads, version unknown, and after two weeks a brush head broke off in his or her mouth. Again a week later, "there was a lot of play in the head", and the consumer switched again to a manual toothbrush. The consumer reported a second pack had been opened in the meantime, but again had the same effect. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.

Manufacturer narrative:
On 17-nov-2016 product investigation results: reporter returned 6 toothbrush heads on 14-nov-2016. Toothbrush heads confirmed to be counterfeit.

Event description:
Had a brush head break off in mouth, there was a lot of play in the head [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a consumer, age and gender unspecified, reported via e-mail on (B)(6) 2016 that he or she purchased two packs of oral-b brushheads, version unknown, and after two weeks a brush head broke off in his or her mouth. Again a week later, "there was a lot of play in the head", and the consumer switched again to a manual toothbrush. The consumer reported a second pack had been opened in the meantime, but again had the same effect. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.